Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced low readings on 270 and 535 level. Defect found. R&d final root cause investigation has been completed. Most likely underlying root cause of the low blood results found in the qc evaluation was that strips were exposed to conditions outside its tolerance levels.

Event description:
Costumer reported complaint for high blood glucose test results and e-3 error message. The customer is concerned with tests results from meter to meter comparison. Customer stated the meter is reading high when compared to the results of other meter trueresult own by customer as well. Customer is not comparing meters back to back since has no strips for the trueresult. The customer's expected fasting blood glucose test result range is 85 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 116 mg/dl and e-3. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 03/24/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).